Event description:
Ous MDR - after an implantation time of about 7 months, inappropriate shock deliveries were reported. During the revision, the mandrin could not be advanced, and an insulation fracture was observed. The lead was not returned (left in-situ). No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.